Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one euphora rx ptca balloon catheters to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that a balloon burst/leak occurred during inflation. The balloon was inflated to a little above nominal pressure. No patient injury was reported.